Event description:
The generator was received into product analysis. Analysis in ongoing. No additional relevant information is available to date.

Event description:
It was reported that during a replacement procedure, the surgeon was repeatedly removing and re-attaching a new m106 generator to the patient's leads to configure heart rate detection. While removing the generator, the surgeon backed the set screw all the way out and the septum plug detached from the generator. A back up generator was used for the patient's replacement. The unused generator has been returned but has not been received by product analysis to date. No other relevant information has been received to date.